Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator arterial pulse width falls outside the acceptable range when performing the test, the output is ranging from 0.87 ms to 0.92 ms. The 0.87 falls outside the acceptable range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the external pulse generator arterial pulse width falls outside the acceptable range. It was determined at analysis that the on and off button on keypad is out of specification mechanical. The hanger assembly and screw was missing. The upper case was broken. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.